Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter or returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 309 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 07/25/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with this result: 309 mg/dl on (B)(6) 2016 @ 11:49 pm. The customer is testing four times a day (fasting). The customer has not made any recent changes in her diet, exercise regimen, and or medication. The customer does not have any test strips to perform a back to back blood tests.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 309 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: the customer is concerned with this result: 309 mg/dl on (B)(6) 2016 @ 11:49 pm. The customer is testing four times a day (fasting). The customer has not made any recent changes in her diet, exercise regimen, and or medication. The customer does not have any test strips to perform a back to back blood tests.